Event description:
It was reported that a pump is alarming no disposable- pump won't run. Silenced, reviewed settings and powered the pump off. She is leaving now for her appointment so he doesn't want to try to restart it. She will proceed to appointment. No additional information available